Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, product analysis indicated that the allegation against the power adapter was confirmed. An internal anomaly was likely the cause of the power adapter issue.

Event description:
Boston scientific received information that a smoke was coming out of the wall and a hot bubble on the power cord. A boston scientific company representative verified that there was no electrical storm or power outage and the power cord used was the original cord sent together with the communicator. A boston scientific company representative verified that the power cord and the communicator will be returned for analysis. The communicator was deactivated. No adverse patient effects were reported.